Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device alarm is muffled. There was no reported adverse event to the patient or user.

Manufacturer narrative:
After preformed diagnostic testing on the device, the device speaker was found to be working as expected. The reported problem was not confirmed. The device speaker was proactively replaced. The investigation concludes that no further action is required at this time.

Event description:
The customer reported that the device alarm is muffled. There was no reported adverse event to the patient or user.